Event description:
It was reported that, the patient contacted support due to leaking from the pump when starting a supply change. The patient indicated that the connector had been attached to the cartridge before attaching it to the pump. The patient was educated that this sequence could lead to leaking and was instructed to fill a new cartridge. The patient was then guided through the remainder of the supply change process. It was noted that the patient¿s glucose levels were running slightly high, which was attributed to recently starting pump therapy, having eaten approximately an hour and a half prior, and the supply change taking an extended amount of time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.